Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Procedure type: whipple. According to the reporter: the pt was returned for reoperation and was stated to have a hematoma due to the use of the stapler. The hematoma was discovered post-operatively. During the procedure, when firing across the pancreatic tissue, the knife blade would stop. Surgeon continued to try and fire the reload and the anvil bent and found difficulty retracting the knife blade. The reload was used in conjunction with gore-seamguard. Another reload was used to correct the situation. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of 500cc or more.